Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: august 24, 2016 ¿ august 26, 2016. The device was received for evaluation containing approximately 17ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a small volume folfusor. This occurred during infusion. The device was filled with 25,000 mg fluorouracile diluted with sodium chloride. The fill volume was 95ml. There was no patient injury or medical intervention associated with this event. No additional information is available.